Manufacturer narrative:
The complaint device was resterilized through stryker sustainability solutions' (sss) open-but-unused process. A physical inspection of the device determined that the distal end of the catheter was broken. Three small pieces were received with the catheter. According to the original manufacturer's (om) instructions for use (IFU): "the wire guide should always advance without impedance to avoid perforation of any surrounding structures." "The wire guide should always extend beyond the catheter tip to avoid perforation of any surrounding structures." The following were considered as possible root causes: ¿ processing error (including inspection error); ¿ om defect; ¿ mishandling prior/subsequent to distribution from stryker. The device history record supports that the device was manufactured according to specification and internal procedures state that all devices are inspected under a magnification lamp for visible damage or defects.

Event description:
It was reported, "the patient is a (B)(6) old female with a history of osteosarcoma and severe lung metastases. She was taken to the operating room for chest tube placement and thoracentesis. During the insertion of a furhman catheter, the physician noted that as the catheter was advanced over the guidewire, it did not advance smoothly. When the catheter was withdrawn, it was noted that the catheter had fractured. An enlarged incision was made and a series of catheter fragments were withdrawn over the wire. The catheter fragments were collected. At that point, the physician elected not to proceed with a fuhrman catheter placement, but instead placed a more traditional thoracostomy tube."